Event description:
It was reported that the lead integrity alert (lia) triggered due to short v-v intervals on the adaptor, indicating double counting. The alarm was turned off and the adaptor remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4023 implantable pacing lead, (B)(6) 2002; d334drg implantable cardioverter defibrillator (ICD), (B)(6) 2013; 5076 implantable pacing lead, (B)(6) 2002; 6944 implantable tachy lead (B)(6) 2002. (B)(4)